Event description:
It was reported that pump generated cartridge alarm 20 and caller sought assistance. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to load new cartridge using proper technique, was able to successfully resume insulin therapy, and issue was resolved, with no additional information available about cartridge lot.